Event description:
Livanova received report that a bubble sensor was not detecting air during maintenance. There was no patient involvement.

Manufacturer narrative:
The was no patient involvement. Serial number was not provided. Therefore, UDI is pending. Serial number was not provided. Therefore, manufacturing date is pending. Livanova deutschland manufactures the bubble detectort. The incident occurred in harefield, united kingdom. The fault was indetified during another activity. The reported issue was that the bubble sensor was not detecting air and the cushions were not as they once were. The sensor was replaced with another. Field serivice will try to collect the relevant sn. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H10: through follow-up communication, livanova learned that the customer has disposed the bubble sensor and therefore the serial number cannot be retrieved. Most likely root cause of the reported event can be traced back to a defective bubble sensor. The technology incorporated in the sensors is very delicate and may be damaged by impact, humidity, or thermal stresses.

Event description:
See initial report.